Event description:
I was given an insertion of the a gore viabahn endoprosthesis ref# vbcra 080501a, sn (B)(4) was placed in my upper arm with extreme swelling lasting a year I could use my entire right limb without excruciating pain had unnecessary stents placed in my neck and shoulder area, the physician a dr mishler placed the device and despite other areas to access for dialysis are available refused to remove or help except tp insert more die in my system further harming my kidneys and several failed attempts was finally referred to a vascular surgeon who was unable to get the swollen arm to go down 1 year later after being referred to mayo clinic a very large lymphoedema was removed and a very old staph infection was discovered. I can provide all medical records regarding this product and the care I received or did not receive. FDA safety report ID# (B)(4).